Event description:
It was reported that during central processing, the permanent cautery hook was observed to have a broken tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter had no further information.

Manufacturer narrative:
The permanent cautery hook instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of molded insulator broken be related to the customer reported complaint. The instrument was found to have the insulator adapter broken. A piece measuring approximately 0.015" x 0.084" was found broken from the insulator. Broken piece was not returned with the instrument. The root cause of this failure is attributed to manufacturing. Additional findings not reported by site were that the instrument was found to have thermal damage on the molded insulation the root cause of this failure is attributed to mishandling. The instrument passed an electrical continuity test. A review of the site's complaint history does not show any additional complaints related to this product or this event. No image or procedure video was provided for review. A review of the instrument log for the permanent cautery hook instrument (478090-02/s10160516 0012) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2020. It is unknown if the reported issue occurred during this procedure or after the procedure. This complaint is being reported based on the following conclusion: there was evidence of thermal damage with no indication or claim of user mishandling or misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.